Event description:
Flat curves with no error codes were obtained for prothrombin time (pt) and activated partial thromboplastin time (aptt) on a pt when testing specimen. These were compared against reference method and the device results were not reported. Reference method; device pt: 21.9sec, pt: 18.9sec. Device appt: 34.0 sec, 40.4 sec.